Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump had a scratched liquid crystal display case.

Event description:
The customer called to report a blank display after dropping the insulin pump in the pool. Troubleshooting was performed, but the insulin pump displayed vertical lines on the screen. The customer also stated that the screen was foggy, but didn't see any moisture inside. Nothing further was reported.